Event description:
During testing by a zoll medical service tech, the device gave a "unit failed" prompt. There was no pt involvement in the reported malfunction.

Manufacturer narrative:
The malfunction was verified and attributed to a faulty solder joint on the main board.